Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon was confirmed to have deflated on its own in the ward after being placed in the operating room. It was also reported that the balloon would expand but only inflate on one side. Per follow up information received via ibc on 06jun2024, the balloon was not expanded after the foley catheter naturally extracted from the patient.

Event description:
It was reported that the balloon was confirmed to have deflated on its own in the ward after being placed in the operating room. It was also reported that the balloon would expand but only inflate on one side. Per follow up information received via ibc on 06jun2024, the balloon was not expanded after the foley catheter naturally extracted from the patient.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation noted received 1 all-silicone temp sensing foley catheter with sample port connector. Inflated with inhouse syringe, concentricity of catheter balloon is 50:50 on both sides of balloon. Inflated balloon rested with no leaks. In house syringe was connected and it passively deflated in 2 minutes and 16 seconds. Therefore, the reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. DHR review is not required as the reported event is unconfirmed however the DHR review was completed prior to sample evaluation. Labelling review is not required as the reported event is unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.